Event description:
A government agency reported that during vitrectomy with lens implantation surgery (left eye), an ophthalmic system stopped infusing the Balanced salt solution (BSS). Then, the cassette was changed and system was reprimed. The system did not infusing the fluid. The surgery was completed with alternative system. The lines had been clamped to manage intraocular pressure (IOP), and IOP issue seemed to be caused by the system itself. The tubing was inspected for bends or blockages, and none were found, but the line would not disconnect from the ophthalmic handpiece. Details of patient impact was not provided. Additional information has been requested but is not available at the time of this report

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2026-66201